Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a loss of connection. A root cause could not be determined via data. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge was performed on the receiver and the receiver passed. The receiver logs failed to be reviewed as the logs were unable to be downloaded due to the receiver not being able to boot up and it continuously re-initializing. The reinitializing of the receiver is not related to the customer complaint. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.